Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic rectosigmoidectomy procedure, while in abdomen, when using the 400° clipper, the trocar membrane tore, leaking gas. To resolve the issue, another device from the same batch was opened. There was no patient injury.